Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she noticed today that the ins wouldn't charge anymore and said that it had been at least 2-3 months since she last charged ins. Patient said the reason for not charging ins was b/c she stopped using the ins b/c the stimulator wasn't making a difference (in her pain) for her, patient said the stimulator stopped making any difference for her sometime in 2020. Patient said hcp had talked about removing the scs device and putting pain pump in but patient didn't know what to decision to make. Patient added that she had a lot of non-device related problems where hcp was trying to figure out what was wrong with her, one issue was her thyroid and her pain was more, patient had ended up in the hospital with a urinary tract infection (uti) and had sepsis. Patient said she knew these things had nothing to do with the stimulator but at the time the stimulator was irritating her body so that's also why she stopped using and charging ins. . Patient said that probably about 3 months ago or more hcp attempted to interrogate the ins but they couldn't find the ins even though it was on. Patient said hcp used a second clinician programmer to try to find the ins but hcp still couldn't find the device and told her they would just wait until next time to interrogate the ins. Patient didn't know the cause of this. Patient said b/c her device won't charge the MRI she was going to have was cancelled. On 2022-aug-31, additional information was received from the patient reporting that the patient had their ins replaced. Patient services did not inquire further about the ins replacement.